Manufacturer narrative:
Arjo was made aware of a customer complaint with arjo maxi sky 2 ceiling lift and kwiktrack ceiling installation system involvement. Following information provided, the ceiling lift fell out of the rail on the caregiver's shoulder. No injury was sustained. After the event, the system was evaluated by arjo representative. The technician observed that there was no end stopper installed at the end of the rail. The end stopper is required to prevent the lift, that travels along the track, slipping out of the installation system. Gathered documentation shows that the last maintenance of the ceiling lifting system was dated on (B)(6) 2020. On (B)(6) 2020 (a day before the event), the installation was extended: a new part was connected to the existing one. The technician who performed this improvement reported that he had some difficulties during work, so he had to insert the cassette and remove it several times. In effect, he forgot to install the end stopper. This is considered to be one time human error. The procedure how to correctly attach installation components is described step by step in the track installation guide (001-11161-en rev. 3). The following warning is included: "never forget to securely install the end stoppers". In addition, instructions for use (001-15698-en rev. 4) dedicated to maxi sky 2 include information regarding inspection of the system: ¿actions before the first use. Always ensure that [¿] all rails must be closed and secured with end stoppers or connected to other closed rail components.¿ ¿warning: before each use, make sure all end stoppers are in place to prevent a fall risk.¿ to sum up, lack of end stopper at the end of the rail caused that the maxi sky 2 ceiling lift fell out of the track. The device was not being used for resident transfer at that moment. The end stopper was not installed at the end of the rail and from that perspective, the system was not up to manufacturer¿s specification. Although no injury was sustained, the complaint was decided to be reported to the competent authorities because the ceiling lift detached from the track and fell on the caregiver¿s shoulder.

Event description:
Arjo was made aware of a customer complaint with arjo maxi sky 2 ceiling lift and kwiktrack ceiling installation system involvement. Following information provided, the ceiling lift fell out of the rail on the caregiver's shoulder. No injury was sustained.